Event description:
A nurse contacted product surveillance to replay an issue a home pt (hp) had with his pt line extension. The hp reported that his pt line extension separated from his transfer set right after initial drain began. There was no pt injury or medical intervention reported. The hp is doing well on therapy at this time.

Manufacturer narrative:
The sample is available for evaluation.